Event description:
A report was received that the patient was experiencing the symptoms of myelopathy. Symptoms include weakness in legs and a bad feeling around her abdomen. The physician believed that it was procedure related. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), product description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 16224240, product description: next generation anchor kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing the symptoms of myelopathy. Symptoms include weakness in legs and a bad feeling around her abdomen. The physician believed that it was procedure related. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), product description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 16224240, product description: next generation anchor kit.